Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g2, g3, g6, h1, h2, h3, h6, and h11. G2- canada. Visual examination of the returned product identified the impactor head was fractured. Performed dimensional analysis of width (56.59mm) and found to be within specifications. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with zrm_wa_0507_19 summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). . H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor fractured during surgery. The surgeon was impacting the femur when the impactor head fractured. A backup was available and there was no delay. There is no additional information available.